Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the battery needed replacement. So, in order to fix the issue, the fse replaced the batteries. The unit passed the equipment inspection normally and was delivered to the user.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cs100 intra-aortic balloon pump (iabp) battery cannot store electricity. There was no patient involved.